Manufacturer narrative:
In the initial MDR, it was reported (B)(4) as the legal manufacturer. This information is incorrect. The legal manufaturer should be 8010764, our germany manufacturer site.

Event description:
It was reported that a revision surgery was performed.